Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and tactile inspection of the returned products noted that there were no abnormalities that would have caused or contributed to the reported condition. A tensile test was performed on the sealed sample and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a routine spay veterinary procedure, the patient presented with 1/2 to 1 inch of ileum protruding from a dehiscence of the incision. The incision was repaired and closed with a simple interrupted and subcutaneous interrupted suturing technique. This resulted to extended patient hospitalization for one day and extended surgical time of more than thirty minutes. Meanwhile, the patient was sent home on antibiotics and pain medication.